Event description:
It was reported that myopotential over-sensing leading to pacing inhibition with deep breathing was noted on the device. Programming changes were made. Conditional over-sensing and inhibition noted post-programming. There were no adverse health consequences, the patient was stable. The patient will be monitored remotely.